Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10 corrected fields: d5 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that biopsy channel opening of the c-cover was burned by use of endo therapy accessory, the cover was dented by heat by the burning. The event can be detected/prevented by following the instructions for use which state: -1. IFU states the following warnings for use of high-frequency cauterization. -operation manual chapter 4.3using endotherapy accessories ¿ always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur. -2. IFU states the following warnings for use of laser cauterization. ¿ to avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. -3. IFU states the following warnings for use of apc. ¿ make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end (see figure 4.9). The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Otherwise, the treated region cannot be irradiated correctly and the endoscope may be damaged. Using a damaged endoscope may cause patient injury. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bending section cover failed leak test, the plastic distal end cover failed insulation test, the bending section cover had a hole cut, the glue of the bending section cover was lifted, saturation of the evis-image, and the bending section cover electrical continuity failed. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the distal end plastic cover of the bronchovideoscope exhibited a deep dent/burn. There were no reports of patient involvement.